Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The event is reported as: the customer alleges that the catheter started to unravel and shear as it began to be used. The customer was discontinued and a new catheter was used successfully. No report of a patient injury or harm.